Event description:
It was reported that during a procedure using an evac 70 xtra wand, the patient sustained a minor burn on the tongue. The procedure was otherwise completed successfully and the burn did not require any treatment. There have been no additional patient complications reported as a result of this event.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident as the device functionally performed as intended when tested. At no time during testing did the wand display bubbling which is indicative of insulation failure, nor did the shaft become warm to the touch. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a superficial burn. Other factors that could contribute to the reported event includes: activating the device prior to contact with targeted tissue, failure to maintain suction and direct fluid outflow away from the operative field, withdrawing the wand while power is being applied or contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.